Manufacturer narrative:
PMA/510(k) #k210476 abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the attached journal article, "near-fatal hemorrhagic shock after endoscopic ultrasound-guided liver biopsy". Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0101), which accompanies this device instructs the user of the following contraindications "those specific to primary endoscopic procedure to be performed in gaining access to desired site. Coagulopathy." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0101) the instructions for use (ifu0101), also informs the user of the following potential adverse events "potential adverse events associated with gastrointestinal endoscopy: acute pancreatitis, allergic reaction to medication, allergic reaction to nickel, aspiration, cardiac arrhythmia or arrest, damage to blood vessels, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, peritonitis, respiratory depression or arrest, tumor seeding (through the needle tract). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the abnormal use of the device. From the information available, the echo-19 device was used in a procedure where the patients platelet count was 83,000/mm3 which would be considered a coagulopathy and is a contraindication of using this device. This was confirmed by our medical advisor as abnormal use. As previously mentioned, the IFU (ifu0101) states in the contraindications section ¿those specific to primary endoscopic procedure to be performed in gaining access to desired site. Coagulopathy." It also informs the user that hemorrhage / bleeding is a known potential complication. The user has not complied with the requirements of the IFU with respect to the contraindications of the device. Trending will monitor if any future investigation is required. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: this file was created from the attached journal article, "near-fatal hemorrhagic shock after endoscopic ultrasound-guided liver biopsy" confirmed quantity, 01 device was confirmed used. According to the initial report, the patient experienced bleeding which required a blood transfusion. As per the instructions for use, hemorrhage is a known potential complication. It was confirmed by our medical advisor that the bleeding was caused by abnormal use. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 31-oct-2024.

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6), 2015 ¿ near-fatal hemorrhagic shock after endoscopic ultrasound-guided liver biopsy "endoscopic ultrasound (eus)-guided liver biopsy". "Endoscopic ultrasound (eus)-guided liver biopsy". 1 case of bleeding requiring blood transfusion contributed by use error. The platelet count of this patient was 83,000/mm3 which would be considered a coagulopathy (<150,000/mm3) and is a contraindication of using the device.) Patient info:"60-year old man with no medical history was hospitalized with painless jaundice and severe dehydration of 2 weeks¿ duration".